Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. The system performance was found to be to spec and as expected. Treatment parameters were in line with typical range. No new risk had been recognized.

Event description:
After brain treatment of essential tremor the treated arm and the same side leg appear unbalanced and unsteady during the neurological tests.